Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 7mm x 4cm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during a 14 atmospheres (atm) post-dilation inflation within an unknown implanted stent. As a result, a 7mm x 4cm non-cordis balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an iliac artery lesion with severe calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device maintained negative pressure during preparation. There were no difficulties delivering the powerflex pro balloon catheter within the implanted stent. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82258024 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The device ruptured during post-dilation of an implanted stent, stent struts can easily damage balloon material when attempting to cross inside the stent and/or upon inflation. Additionally, the vessel was noted to have severe calcification with tortuosity which can also contribute to the failure noted. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 7mm x 4cm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during a 14 atmospheres (atm) post-dilation inflation within an unknown implanted stent. As a result, a 7mm x 4cm non-cordis balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an iliac artery lesion with severe calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device maintained negative pressure during preparation. There were no difficulties delivering the powerflex pro balloon catheter within the implanted stent. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was discarded and will not be returned.